Event description:
A customer reported that the freestyle libre 2 reader beeped notifying her that it was fully charged. The customer removed the charging cable from the reader and noticed the reader felt "lukewarm" to the touch and within seconds the reader "exploded in her left hand". The customer indicated they experienced a burn on finger, scarring, bleeding, was unable to move their pinky finger. She also stated she had to remove plastic from the reader from her left hand, and that the explosion left her ears ringing. The customer was seen by a healthcare professional who applied a bandage to finger, suggested she purchase a cream for burns, and was administered ozempic and levemir (long-acting insulin) for treatment as customer found to have a blood glucose of "over 800". The customer further reported that her pinky finger will not bend and is now "deformed", causing her to lose her job. It is unknown if the customer was using the abbott issued cable and adapter to charge their reader and no further information has been reported related to this issue.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This MDR serves as a correction report. It has been determined that this issue was previously reported to adc by the customer under case ID (B)(4), with an awareness date of 20dec22. Sections b-3 (date of event) and g-3 (date received by mfg) of this report have been updated to reflect the initial awareness date found in the previous related case reported to adc. In addition, sections b-5 (describe event and problem) and b-2 (outcomes attributed to ae) were updated as appropriate.

Event description:
A customer reported that the adc device "exploded in her hand." Due to this, the customer indicated they experienced burn on finger, scarring, bleeding, was unable to move their pinky finger. The customer was seen by a healthcare professional who applied a bandage to finger and was administered ozempic and levemir (long-acting insulin) for treatment as they were found to have a blood glucose of "over 800." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.